Event description:
The manufacturer received information alleging a ventilator was diplaying a "service required" error related to an oxygen blending module board fault. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had previously reported an allegation of a ventilator displaying a "service required" error related to an oxygen blending module board fault. The ventilator was returned to a third party service center for evaluation. During the evaluation of the device at a third party service center the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.